Event description:
It was reported that the bd maxzero¿ stabilized extension set cracked at the connection to the near port during use. The following information was provided by the initial reporter: ext side extension cracked on peds patient. Crack at connection to near port of ext.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three ext stabilized extension sets from lot number 9451923. Two of the three samples received had extension tubing that was completely detached from the hub. One sample was only partially attached to the hub, with a clear opening where it was beginning to detach from the port. Your reported issue was confirmed as the tubing was found damaged. The samples were then sent for further investigation with the supplier where a root cause analysis could be performed. The damage observed was found to be manufacturing related due to insufficient adhesive present as well as the tubing appeared to be cut or broken off for one of the samples.the appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.